Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the thread detached easily from the during the suturing (one unit) and before use (one unit). No further information received.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 2,592 units of this code-batch. There are no units in our stock. We have received 34 closed samples and 1 opened that seems unused, with the needle detached from the thread (thread is not wound on the pack). Tightness test to the closed samples received has been performed and the units are tight. When we have conducted rotation test in closed samples received, we have noticed that some threads (23 of 34 samples tested) break easily next to the needle. The detachment of the needle occurs by too much thermal treatment applied to the thread ends which causes that the thread burns and breaks easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received does not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: a corrective action (CAPA) has been opened for the investigation of this complaint.